Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device emitted beeping tones associated with a recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Device review was completed and was unable to provide any additional information to the complaint. DHR review completed, no analysis necessary.

Event description:
Product investigation was completed, therefore a supplemental report is being filed.